Event description:
According to the customer: "the patient needed blood (sag m), chemo and platelets. Things had been prioritised in a sequence, and when the blood should have finished and the chemo should have started, the pump had not pulled at all - meaning - the blood had not been given. The pump was reset before the infusion and when the pump beeps and tells that the infusion is finished, the bag (with blood) is still almost completely full, but the pump says as if it has all run in. As a result, the entire programme was moved, which meant that the order had to be re-prioritised because the patient also had a great need to get the platelets as quickly as possible as well as the chemo."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4).